Manufacturer narrative:
Insulin pump was received with intermittent button response due to flattened all the buttons dome switch. No numbers ramping up noted. Unit had cracked case at display window corner, cracked belt clip slot at battery tube threads area, and cracked reservoir tube lip. Unit had normal operating currents and no unexpected off no power, low battery, or failed battery test alarms noted.

Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The buttons were no longer working. He received a battery test error. His blood glucose level was 230 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.